Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. No corrective action. Monitoring and trending this type of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received the following report for a pipeline flex with shield diverter stent placement to treat a bulky aneurysm of ic. The aneurysm was in the left internal carotid. It was unruptured and saccular. The max diameter was 15mm and the neck was 10mm. The distal landing zone was 3.06mm and the proximal was 5mm. The vessel anatomy was moderate in tortuosity. The devices were all reported to have been used and prepared per the instructions for use. A continuous flush was used. A navien5fr115 was placed in the vicinity of the ic-neuron neck. The microcatheter and the guidewire were delivered to the distal part of the aneurysm. A pipeline (pli10) was deployed and placed smoothly. Thereafter, a second pipeline (pli20) was prepared and delivered through the same microcatehter, and the pipeline was deployed and placed. After that, when ¿massage¿ was performed with microcatheter, the first pipeline and the second pipeline came off in the aneurysm. The new microcatehter was prepared according to the IFU and was delivered to the distal region of the aneurysm along a 300cm wire. A pipeline (pli-60) was delivered, and then, it was delivered smoothly and safely placed. When trying to retrieve, the pusher wire of the pipeline into the microcatheter, it was stuck in the tip, and resistance was encountered. The pusher wire was retrieved into the microcatheter with strong force and the tip was broken. The device was retrieved slowly together with the microcatheter, and the microcatheter and the tip were successfully retrieved. There was no problem with the final imaging. The procedure was completed.